Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, the 10mm amplatzer septal occluder (aso) was placed; however, while in recovery, the patient reported having pain and was returned to the cath lab. The aso was removed as it was determined to be too small for the defect and had embolized in the aorta. A 15mm septal occluder from another manufacturer was placed. It was reported the patient was discharged.